Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt was treated with antibiotics in the solution bag. At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14a10019 and h14b19083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).. Additional information: patient was treated with vancomycin 125mg/l intraperineally (frequency not reported) for the peritonitis event. It was reported that on an unknown date in (B)(6) 2014, vancomycin was discontinued. Should additional relevant information become available, a supplemental report will be submitted.